Manufacturer narrative:
It was subsequently reported that the event was a no-cross event, due to the patient having severe calcification in anterior descending branch lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: there was no deformation evident to the delivery system. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor resolute rx coronary drug eluting stent was used to treat a moderately tortuous, moderately calcified lesion. The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that there were difficulties removing the device following stent deployment and the catheter delivery system became deformed. No patient injury is reported.